Event description:
It was reported that an ilet pump exhibited delayed activation, requiring the user to hold a finger on the indent for up to five minutes before the touchscreen would turn on; the device remained available once powered and the user was advised to perform routine daily charging to mitigate delayed screen responsiveness, consistent with an unresponsive or slow touchscreen interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem affecting the touchscreen interface, aligning with an unresponsive key/button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.